Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End users urinary tract infection was confirmed via urinalysis with culture and sensitivity. No information provided on the dates that the testing was performed. The end user was prescribed cipro for 10 days. The end user usually uses a stomahesive wafer without problem. The nurse was instructed on how the durahesive wafers swells up to provide a good seal around the stoma. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Manufacturer narrative:
Additional information was received on september 18, 2015. The product associated with batch 2j02465 was manufactured according to specification. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Nurse reported end user developed a urinary tract infection as a result of using a durahesive wafer. She reported that the wafer puffed and covered the stoma. She stated that she felt this lead to the end user having an infection.